Manufacturer narrative:
Corrected data: b3. Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/ suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) bloodback voltage do not meet specs. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.